Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. It was noted that the patient felt increase in threshold and pulling of device while performing some golfing swing. The physician was unable to insert the stylet into the lead prior to removal and suspected it to be one of the reasons for high capture thresholds. The lead was explanted and replaced successfully. The patient was stable throughout and would be followed up normally.